Event description:
It was reported a patient developed an enterococcus faecalis infection in the heart four days after the surgical fabric was implanted to repair a ventricular septal defect (vsd). The patient was successfully treated with IV vancomycin and piperacillin-tazobactam. The patient has recovered and been discharged.

Manufacturer narrative:
The lot number for the device has been provided and an in depth manufacturing, quality and sterilization record review has been performed. There were no non-conformances noted in the inspection of the subassembly component. The finish lot was inspected per applicable finished production procedures and the lot passed all inspections. No nonconformance issues were found. This lot was tested for bioburden and passed all testing. Furthermore, the lot passed all lal testing. The sterilization records have been reviewed and verified to meet validated parameters or the sterilization cycle. There were no non-conformances or damage reports associated with this load an all acceptance criteria and procedural requirements were set for sterilization lot release. The sterilization records revealed that the lot had been processed with ethylene oxide in a cycle which has been validated to ansi/aami/iso guidelines for a sterility assurance level (sal) of 10(-6). All biological testing for this sterile load had been successfully completed. All products are considered sterile unless the package integrity is compromised. The investigation is on-going.